Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that over the weekend they had an MRI done so device had been put into MRI mode. Patient said that ever since the MRI the therapy didn't seem to be working right because they couldn't stop going to the bathroom (urinary frequency). Patient said they would have the sensation to go to the bathroom but by the time they got to the bathroom it was too late (urinary incontinence). Patient said that they had turned stimulation back on and it had been at 4.7 ma on program 1 and they had increased the stimulation to 5.0v probably yesterday morning. Patient had been in the hospital twice last week because they kept falling and had to go in the ambulance twice. During the call the patient was able to connect with the patient's implant to check their settings. The therapy was on, program 1 at 5.0 ma. Patient service's agent reviewed therapy information and general programming guidance. Patient increased stimulation for a comfortable level (5.3 ma). Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient said they had called their managing physician regarding the situation and a urinalysis was being done to see if the patient had a bladder infection, this was unknown at this time. Additional information was received from the patient representative. The patient rep called and repeated therapy issues as documented in call summary. Caller said that they noticed that change right after stimulation was turned off and patient had the MRI. Caller said that they had the MRI because patient had fallen four times, which was patient was in the hospital. Caller said that patient was diagnosed with a uti and started antibiotics last friday evening and has three days left of treatment. Caller said that a home nurse will come and check on the patient and they will ask if patient will be retested to verify that infection has cleared. Caller said that patient's symptoms have not yet improved. Caller said that as soon as the patient finishes voiding about two seconds later has to void again. Reviewed general programming guidance. When asked, caller said that physician is aware that patient has fallen. Reviewed consideration of switching programs, to keep track of adjustments and symptoms. Caller said that will switch programs on their own. Redirected to physician if issue persists after trying different programs.